Event description:
"Pt was rushed to hospital about 2-3 months ago because meter was reading approx 150-160mg/dl but pt was having low blood sugar symptoms. In the ambulance the blood test was 47mg/dl and therefore confirmed how pt was feeling. Pt's meter was also having display issues, segments missing. Pt stopped using meter and went out to buy a surestep meter. Attempted to contact pt twice, but each time pt picked up, the phone hung up. Sending a letter to obtain more info.